Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump passed the rewind and displacement test. The insulin pump alarmed prime during basic occlusion test due to cracked end cap. No lcd display window discoloration or battery cap damage noted. The insulin pump received with cracked case at display window corners, reservoir tube lip and lcd display window. The insulin pump received with minor scratches on display window and reservoir tube window.

Event description:
It was reported that the customer received a compromised force sensor system error from her insulin pump and that the insulin pump's display screen was discolored and had scratches. The customer's blood glucose level is unknown. Standard troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.